Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported unintended movement ((clip open - establishing final arm angle (efaa)) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip opened approximately 40 degrees during deployment. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+, with leaflet tethering and a small atrium. One mitraclip advanced and grasped the leaflets with satisfactory leaflet insertion. During the second final arm angle test, and after removal of the lock line, the clip had partially opened to approximately 40 degrees. The clip however, remained very stable with good results noted. The mr had been reduced to grade 1+. No other clip was implanted. There was no adverse patient effect reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported unintended movement ((clip open - establishing final arm angle (efaa)) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip opened approximately 40 degrees during deployment. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+, with leaflet tethering and a small atrium. One mitraclip advanced and grasped the leaflets with satisfactory leaflet insertion. During the second final arm angle test, and after removal of the lock line, the clip had partially opened to approximately 40 degrees. The clip however, remained very stable with good results noted. The mr had been reduced to grade 1+. No other clip was implanted. There was no adverse patient effect reported. No additional information was provided regarding this issue.

Manufacturer narrative:
A cine was received and was further reviewed by the clinical r&d (research and development) staff engineer, and the visual observation from the provided fluoroscopic videos and fluoro still image aligned with the reported incident details. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received:the clip opened approximately 60 degrees post-deployment. The clip remained stable.